Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient became hypotensive. An echocardiogram confirmed the presence of a pericardial effusion. The patient's pericardium was drained. It was noted that the sheath may have been bent during the procedure, damaging the patient's left atrium. The patient is reported currently to be alive, with no injury. No further patient complications have been reported as a result of this event.